Event description:
Reports of ultrafiltration problems that were observed over several months were received from the manufacturer's affiliate in canada on 12/14/2001. Reports suggest excess fluid was removed during hemodialysis treatments. Information provided was very limited. There was no reported serious injury. The patient had low blood pressure after one hour. Reported ultrafiltrate removed was 1.8 kg in one hour. The machine showed that 0.4 kg. Was removed. Pressure holding test was performed and passed. On-line pressure holding test was not activated.